Manufacturer narrative:
G4:04jan2021; b4:12jan2021. The device was in use on a patient in the intensive care unit (ICU) at the time of the event. The patient was taken off the device and placed on another v60 with no harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated the device shut down while in use and was unable to turn the unit on with battery and ac. The customer plugged just ac, and the device turned itself on but was then unable to shutdown. The customer was not able to get into the diagnostic mode. The customer requested that the device be returned to the philips bench repair for evaluation, where it was determined that the power management board required replacement. The philips bench repair technician replaced the power management board to resolve the reported issue. The device was shipped back to the customer to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: (B)(6) 2020.

Event description:
It was reported to philips that the device shuts down unexpectedly and will not turn on. The device was in use at the time of the event. The patient was taken off the device and placed on another v60. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated the device shut down while in use and could not turn the unit on with battery and ac. The customer plugged just ac, and the device turned itself on but was then unable to shutdown. The customer was not able to get into the diagnostic mode. The customer requested that the device be returned to the philips bench repair for evaluation.